Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that battery was failed. Blood glucose was unknown. Troubleshooting was performed. Failed battery was occurred again. Customer reported neither compartment nor spring were damaged or corroded. The customer was advised that the product needed to be replaced. The product will not be returned for analysis.